Event description:
It was reported that a patient developed a cough associated with stimulation and had been resolved by replacing the battery. Due to the date of the event, both the nurse and epileptologist involved in this patient¿s care at this time have since retired and thus could not provide an assessment however it was stated that the understanding is that the present nurse that the generator was changed to address patient discomfort and also since battery depletion was considered imminent. The current epileptologist does not have any further information to add. The patient's explanted generator has not been received into analysis to date. No additional relevant information regarding the patient's voice alteration with this device and replacement has been received to date.